Manufacturer narrative:
Pump was received with no back light due to faulty l1 on mother board.

Event description:
Information received by medtronic indicated that the insulin pump had junk display and back light was not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.